Event description:
The EKG monitoring brick (module) was tried in two different monitors and will read for a few minutes then go black. It would sometimes come back on and then at other times won't show up on the monitor at all.